Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The following information was requested, but unavailable: did any of the specimen or pouch fall into the patient? If yes: what was retrieved? Yes. How was it retrieved? With a grasper. Was there any change to the post-op or intra-op care for the patient? No.

Event description:
It was reported that during a gallbladder procedure, while extracting the gallbladder from the abdomen the bag ripped. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.